Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that when she wears the garments too tight, she breaks out in sores. These sores have opened. There was no alleged device malfunction contributing to the irritation. Patient was advised to use talcum powder by a physician. Patient reported that sores have since cleared up.